Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain and swelling due to the placement of the ipg which was moving around in the pocket. The patient underwent a revision procedure wherein the ipg was relocated from the left flank to the right buttock area. No device malfunction was suspected. The patient was doing great postoperatively and the device remain implanted.